Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 00001254 number, and no internal actions related to the complaint was found during the review. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and suffered a cardiac tamponade requiring pericardiocentesis. In addition, the sheath had a hemostatic valve separation. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had a bad hemostatic valve. The sheath was in the body and they had already gone transseptal when it was noticed. The valve was found to be in the clear hub. The hemostasis valve (gasket) did not break into two or more separate pieces. Excessive blood return was observed. No air entered the body. No percutaneous or surgical was required. When the sheath was replaced, the issue resolved. Since there is no indication that the bleeding led to hemodynamic compromise, it will not be considered a serious injury. The hemostatic valve separation was assessed as a reportable malfunction under the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was also reported that later during the ablation phase of the procedure, a pericardial effusion was noticed. The patient had a drop in blood pressure. The pericardial effusion was then confirmed by intracardiac echocardiography. The medical intervention provided was a pericardiocentesis and 500cc of fluid was removed. The patient had fully recovered. The patient required extended hospitalization for time for recovery and drainage. In the opinion of the physician, the procedure was the cause of the event. Transseptal was performed with baylis needle. There was no evidence of steam pop. The irrigation settings were 15ml/min. There were no error messages observed on biosense webster equipment during the procedure. Dashboard, vector and visitag (3mm/3sec) were used for force visualization. Visitag color set by surpoint. Cardiac tamponade may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The cardiac tamponade was assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter.